Event description:
It was reported that while attempting to deliver the bmw guide wire to the distal cx, the guide wire tip became entrapped under a stent strut. When an attempt was being made to remove the guide wire, resitance was encountered, the tip seperated and was extending into the thoracic aorta. The pt was brought back to the cath lab the following day in an attempt to snare the guide wire tip. Several techniques were attempted and most of the guidewire successfully removed; however, 10mm remained trapped under the stent. The remaining 10mm was judged likely to endothelize over time, so the produce was ended at this time. No additional information was available.